Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# 0207148787, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional via a manufacturer representative reported that three years after implant, x-rays revealed that one of a consumer's leads was found to be fractured. The reason for the fracture was unknown. There was poor symptom control and skin tingling. A replacement surgery was completed on (B)(6) 2016 successfully. The consumer's current status was well. The consumer's medical history included parkinson's disease.

Manufacturer narrative:
Analysis of the lead, model 3389-40, serial/lot # (B)(4), found the lead body conductor broken within 10 cm of the connector area

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.